Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the root cause of the limb ischemia was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center discarded the impella pump and sheath product at the time of explant. No benchtop analysis to root cause is possible. The failure mode will be monitored and trended. Should new information be shared that leads to a root cause, a final report will be forthcoming.

Event description:
The medical center had an impella cp support ongoing for a patient admitted in cardiogenic shock (cgs). The team had placed a femoral bypass due to the lost distal pulses in the impella inserted leg. The pump remained on for support of 8 days, was weaned and explanted.